Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system. It was reported that post-operatively, during the second follow-up visit, the neuro ophthalmologist noted a right superior visual field deficit. Per the investigator, it was noted that this maybe a result of edema which was expected to resolve. The patient did not report noticing this visual field deficit. It did not interfere with their daily activities. The deficit was not noted on the pi's confrontational testing. No diagnostic testing or procedures were done. No medications were administered. Relatedness to the procedure was unknown. Per the investigator, the event was not related to the thermal therapy system. The event was unresolved and no further actions were planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that eye events were typically due to the presence or therapy (heat) from the catheter and therefore are typically considered related to the thermal therapy system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that per the investigator the event was related to the thermal therapy system but was not related to the procedure. It was reported that the event was unresolved at the time of study exit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that it was a right superior homonymous quadrantanopia visual field defect.